Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found a code 54 "iabp shutdown" entered in the fault journal. The unit was tested to factory specification. In functioned normally and was returned to the customer.